Event description:
This report is being filed as an adverse event solely to comply with FDA's blood loss policy. An air in therapy fluid alarm occurred at the beginning of a routine hemodialysis treatment. The operator inadvertently started treatment without performing all necessary steps first. Due to the amount of air, saline and blood in the circuit, treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 60cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently started treatment without performing all of the required steps as instructed in the user's guide. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.